Event description:
Customer reported that the touchscreen was often unresponsive. There was no reported impact to the customer's blood glucose level. The customer declined further follow-up with technical support, and no additional information was received regarding the outcome of the event.